Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("failure to occlude (close) fallopian tube(s) / migration of essure device location: unknown/coils could not be found."), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude fallopain tube". The patient's medical history included multigravida and parity 5 ((B)(6) 1995, (B)(6)1998, (B)(6)2003, (B)(6) 2007, (B)(6) 2011). Concurrent conditions included miscarriage since (B)(6) 2011 and body mass index normal. Concomitant products included paracetamol (pain relief) for dyspareunia and pain as well as etonogestrel (implanon) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), the first episode of dysgeusia ("metal taste") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In november 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In december 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of dysgeusia ("a metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (underwent procedure to remove essure, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, the last episode of dysgeusia, vaginal haemorrhage, menorrhagia, abdominal distension, the last episode of alopecia, arthralgia and genital haemorrhage outcome was unknown and the fatigue and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of dysgeusia, the second episode of alopecia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptom. Discrepant information as per current pfs plaintiff is claiming that she had not planned for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: unilateral occlusion (do not recall side). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: added events abnormal bleeding (general). Updated onset date of events and outcome.event of pt embedded device was updated as dislocation of device. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("failure to occlude (close) fallopian tube(s) / migration of essure device location: unknown"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (miscarriage)") in a 35-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2003, (B)(6) 2007, (B)(6) 2011). Concurrent conditions included miscarriage since (B)(6) 2011 and body mass index normal. Concomitant products included paracetamol (pain relief) for dyspareunia and pain as well as etonogestrel (implanon) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), weight increased ("weight gain") and the first episode of dysgeusia ("metal taste"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced the first episode of alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, the second episode of dysgeusia ("a metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of alopecia ("hair loss") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent procedure to remove essure, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, the last episode of dysgeusia, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, the last episode of alopecia, weight increased and arthralgia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of dysgeusia, the second episode of alopecia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (do not recall side) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("failure to occlude (close) fallopian tube(s) / migration of essure device location: unknown"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (miscarriage)") in a 35-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2003, (B)(6) 2007, (B)(6) 2011). Concurrent conditions included miscarriage since november 2011 and body mass index normal. Concomitant products included paracetamol (pain relief) for dyspareunia and pain as well as etonogestrel (implanon) from (B)(6) 2015 to march 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), weight increased ("weight gain") and the first episode of dysgeusia ("metal taste"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced the first episode of alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, the second episode of dysgeusia ("a metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of alopecia ("hair loss") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent procedure to remove essure, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, the last episode of dysgeusia, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, the last episode of alopecia, weight increased and arthralgia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of dysgeusia, the second episode of alopecia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in november 2011: unilateral occlusion (do not recall side) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), fatigue, gastrointestinal or digestive system condition: bloating, hair loss, migration of essure device location: unknown, pregnancy (stillbirth or miscarriage), weight gain, metal taste. Concomitant disease, historical condition added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/side pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), dysgeusia ("a metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.